Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the following issue was observed on the device: ¿broken front case, broken left handle.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿the front case assembly had several cracks in it, so I replaced it with a new one. The right iui connector was starting to corrode, so I replaced that as well. The left side of the handle on the unit was cracking, but I didn't have any parts to fix it with, so I took the handle off of a spare unit to replace it with. The handles on the unit are not new but are no longer broken. I recalibrated the unit, and ran it through all of its pm tests, with no issues.¿ reported problem cause description: "incidental.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿